Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a blank display on the insulin pump. The customer reported installing new batteries on the insulin pump and the display returned. The customer also reported a no delivery alarm from the insulin pump that was resolved. The customer was advised that a new battery cap would be shipped to rule out any possible issues with the battery cap. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.